Event description:
It was reported that, "surgeon began inserting aviator variable self-drilling screw when the silver expansion bar on the plate bent. He removed the screw, straightened the bar on the plate and attempted to insert a rescue screw with the same result. He removed the rescue screw and left the hole open. He was able to secure the plate in the remaining holes."

Manufacturer narrative:
Method: complaint history analysis, risk assessment. Results: there have been 12 total complaints related to spring-bag deformation for the aviator plate product line. There has been no indication of mfg discrepancies in past instances. There were no adverse consequences reported though the surgeon was only able to implant 3 of the 4 screws. Also, the kit contains 18 two level plates including a back-up of the plate implicated here. Conclusion: a complete investigation could not be performed due to the device remaining implanted. Investigations into past similar complaints concluded that the spring-bar deformations were the result of screw over-angulation during insertion.